Manufacturer narrative:
On 02-dec-2015, the customer reported a crescent artifact on a pediatric brain acquisition performed utilizing their ingenuity core 128 CT system. A philips clinical support specialist (css) confirmed there was no mistreatment or misinterpretation, and that the artifact was recognized. The css confirmed the patient was scanned on a magnetic resonance imaging (MRI) system to confirm the artifact. On 11-dec-2015, the css visited the site and confirmed the allegation. The css collected a bugreport and digital imaging and communications in medicine (dicom) image data from the system and provided this data to philips CT engineering for investigation. On 05-jan-2016, the css confirmed there are intermittent occurrences of the artifact, and that the customer recognizes the artifact and utilizes an MRI scan to confirm the artifact. The css confirmed there has been no report of misdiagnosis or mistreatment of a patient. On 11-feb-2016, the data was provided to a philips research scientist (rs) for review. The philips physics group determined the dicom images were reviewed and were not found to have any evidence of a system malfunction. The images exhibit an artifact at the bone brain interface that can appear similar to a clinical finding such as a subdural hematoma. The probable cause for this artifact is that the corrections applied to the image are not well optimized for pediatric brain imaging. The images do not show any significant difference compared to other pediatric head images from that scanner. The raw data didn¿t show any evidence of a system-specific issue like a miscalibration or a detector malfunction. CT engineering determined this reported event to have an acceptable risk. The following mitigations for this issue include: physics design and algorithm/specs, and quality assurance with testing for different users (clinical and service) and at various times of installation (service) and usage (clinical) ensure the correct recon and post-processing; correction and avoidance: beam hardening artifacts can be reduced by beam filtration, calibration corrections, and beam hardening correction. There are software corrections implemented to correct for beam hardening artifacts. Those sw corrections are automatically applied by the scanner when user selects a certain protocol. Accessories such as head holder and infant cradle are designed with the correct materials and thickness. Patient support accessories are designed with shape and composition to support reduction of beam hardening artifacts. Multiple design mitigations are implemented to avoid the risk of misrepresentation that might be caused by reconstruction or image processing leading to image artifacts. The patient was rescanned via MRI to confirm the artifact was not pathology.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that images from a pediatric brain acquisition performed on the philips ingenuity CT system exhibited a crescent artifact. There was no report of misdiagnosis or mistreatment, and there was no report of harm to a patient, operator, or bystander. A philips CT clinical applications specialist (cas) reported that the customer recognized the artifact and if the trained professional is uncertain whether the area of interest is an artifact or patient pathology, the trained professional would order a magnetic resonance imaging (MRI) scan for additional evaluation.